Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - head. Visual examination of the provided pictures identified the implants have been explanted. No damage or device issue can be seen. Unable to confirm complaint as no product was returned, event details, or medical records were provided. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the patient underwent a revision for unknown reasons. It was reported that no further information is available.

Manufacturer narrative:
(B)(4), g2: foreign ¿ australia multiple MDR reports were filed for this event, please see associated reports: sf1 ¿ 0002648920 - 2023 - 00278, sf2 ¿ 0002648920 - 2023 - 00279, sf3 ¿ 0002648920 - 2023 - 00280. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.